Event description:
It was reported that the devices were used during a lung biopsy. The devices were being loaded with a peri-strip and when the device was closed, held for thirty seconds, but the device would not open and the articulation joint slid forward. The device was not on tissue at this time. The fourth device was not used with a peri-strip, and it cut and stapled. There was no adverse consequence to the patient.

Manufacturer narrative:
Crimp. Eval summary: the analysis showed that the ats45 devices a-c were rec'd with the anvil closed and the flex neck extended from the tube. The flex neck was manually assembled to the tube and the returned reload was loaded into the device for functional testing. The device fired all the staples as intended, however, the anvil did not open as the flex neck extended after attempting to release due to an insufficient h-crimp. The batch record was reviewed and no anomalies were noted during the mfg process.